Event description:
It was reported that the customer experienced high blood glucose levels. The blood glucose reading was 549 mg/dl. The customer's mother stated that the customer saw a closed circle on the insulin pump and observed beeping. The customer stated that there was no reason why the device suspended insulin delivery, as he was not using any sensor device. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.